Event description:
It was reported that a flogard infusion pump experienced the insert slide clamp alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The root cause of the insert slide clamp alarm was determined to be an uncalibrated slide clamp assembly. To correct the condition, the slide clamp assembly was recalibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.